Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m implantable tachy lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the atrial lead dislodged due had high impedance and capture threshold of the atrium could not be confirmed. It was also reported that the device was suspected to have an atrial setscrew issue. It was further reported that there were atrial markers with programming set to vvi. Therefore, atrial lead was repositioned. The atrial lead and device remains in use. No patient complications have been reported as a result of this event.